Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced symptoms of pain, intervals of significant distress and spasticity before loosing consciousness.

Manufacturer narrative:
The device was not returned for evaluation and therefore, cannot be analyzed. Potential root cause for the alleged event cannot be determined. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: complaint- (B)(4).

Event description:
Prometra ii pump was reported with worsening patient symptoms. (B)(6) 2019: the pump was reported to be investigated on account of non-therapeutic response. The patient was reported to be non-responsive. The pump reservoir was reported to have 3.4ml vs the forecasted 5.8ml. (B)(6) 2019: the patient was reported to have intervals of significant distress, pain and spasticity before losing consciousness. (B)(6) 2020: during the follow up physician confirmed that the patient is fit and well and as far as he's concerned the matter is closed.

Event description:
Sales representative reported a patient with a prometra pump that had worsening symptoms. Physician reportedly performed two cap procedures, both yielded results ensuring a patent catheter with no leaks or occlusions. On (B)(6) 2019, the pump was reported to be investigated on account of non-therapeutic response. The patient was reported to be non-responsive. A stethoscope test confirmed the valves were functioning properly. The pump reservoir was reported to have 3.4ml vs the forecasted 5.8ml. On (B)(6) 2019, the patient was reported to have intervals of significant distress, pain and spasticity before losing consciousness. Per follow-up, sales representative reported, "the patient is fit and well and as far as [the physician is] concerned the matter is closed."

Manufacturer narrative:
Corrected data: d4 (UDI). Internal complaint #: complaint: (B)(4).